Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 18 (universal) and was placed and removed on the same day. The customer did provide one (1) x-ray. However, thread damage cannot be confirmed with this image. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 -- information identified: contraindications, warnings. Instructions for use - zimmer dental implant systems (4894 rev. 6 ¿ 08/19) DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (tsvwb10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: damaged threads post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events (damaged threads) or product (tsvwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that the threads of the implant became slightly damaged. Patient is returning for thread repair on implant. As a result of the event no injury to patient reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k011028 and k013227. Device manufacturing date is unknown.